Event description:
It was reported the programmer buttons are not functioning properly. The pt does not always get a response when the buttons are pressed, and they are sticky. A replacement programmer was sent to the pt to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.